Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-450 mg/dl) with ketones. Insulin injections were administered to address the bg level. At times, the customer required assistance with the insulin injections. The customer did not have any alarms; however, did not see insulin drip out of the infusion set tubing and/or cartridges after filling with insulin. The customer had recently reverted to using an alternate insulin therapy to manage diabetes. As the event had occurred in the past, tandem technical support was unable to troubleshoot.